Event description:
During a training on the new angiojet rheolytic thrombectomy system altra console, the machine started to burn and malfunctioned. There were no patients involved and no staff were harmed. This was a staff training on the use of this new device. The vendor stopped the training and took the machine.